Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown at the time of incident. Customer states that the clock runs slower. Customer stated that the insulin pump has diminished battery life and has crack near the port. The insulin pump will not be returned for analysis